Event description:
Anterior cervical laminectomies, c-4, c-5, c-6. A steel plate with 6 orthopedic screws was placed in rptr's neck. Since the surgery, he suffers from seizures when the weather is cold and vomiting/migraine headaches when the weather is hot. He loses the use of his right hand along with the above and the seizures last until his neck warms up. The physician and institution refuse to acknowledge the problems, despite the need for ambulatory services on several occasions, and further refuses to supply him with any info concerning the pedicle screws or device that were placed in his neck. He has no history of any type of seizures prior to the implants and suffers from them frequently now. He was not informed in any way about the possible use of these devices or the possible side effects of the use of these devices. Herniated disk, l-5, s-1, injured on 9/7/92. Has not been surgically corrected as of yet which has caused further degeneration and herniation of l-3, l-4, & l-4, l-5.